Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok/enter button is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
On (B)(4) 2012, the reporter contacted animas and stated that the ok keypad button required multiple button presses in order to elicit a response. He stated that the issue has been occurring for a year. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint was originally reported due to the alleged keypad issue. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The ok keypad buttons was intermittently responsive. All of the other keypad buttons were responding to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts.